Event description:
The saline bag from therapeutic temperature management (ttm) went dry, nurse assessed the bag and catheters and found the tubing was leaking external to the patient. The ttm was placed on standby and tubing was changed. Manufacturer notified, awaiting return call.